Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarm with a 09/001 (backwards motor) svc alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the device will not be returned for eval. This recall instructs the user to remove the device from clinical svc. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.